Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: "despite being purged, when a syringe is used to administer therapy, air bubbles form which cannot be removed from the system and pose a risk to children. Clots are also forming." This feedback relates to 2000e7d products from lot 1031499. No further information was available to assist the investigation in this instance. As two separate issues were reported, the investigation has been conducted in two parts. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1031499 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance, as no samples were received for investigation. Without a sample to examine, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported clot formation. In this instance, without any complaint samples to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that this is an isolated feedback with no other reports of this nature received against the 2000e7d product in the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had air bubbles / air in line. The following information was provided by the initial reporter, translated from portuguese to english: it forms air bubbles. Despite being purged, when a syringe is used to administer medication, air bubbles form that cannot be removed from the system and pose a risk to children.